Manufacturer narrative:
(B)(4).

Event description:
During a revision surgery on (B)(6) 2016 a patient experienced two episodes of bradycardia during system diagnostic tests on his newly implanted devices. The new lead was placed on the nerve and then connected to the new generator. One system diagnostic was performed which is when the first instance of bradycardia occurred. The patient's heart rate dropped from 55 beats per minute to the high 20s low 30s for a period of 5 seconds . The generator was then placed in the pocket and a second system diagnostic test occurred and the patient's heart rate dropped again for the same amount of time. The patient's device was left programmed off. No interventions were taken for the bradycardia. The surgery was completed. The patient does not have a history of cardiac events or any pre-existing conditions. No other relevant information has been received.